Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the duodenovideoscope was found to have a stent stuck inside over the weekend. There were no reports of patient involvement.